Event description:
Patient contacted dexcom technical support on 06/19/2015, to report the patient had a hyperglycemic event leading to hospitalization on (B)(6) 2015. The patient stated that receiver had no audio output when she had her high. The patient was transported to the hospital via ambulance and had been treated intravenously by the paramedics. The patient was admitted to the hospital and discharged on (B)(6) 2015. The patient is reported to be doing okay. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. Additionally, the patient had reported a hyperglycemic event. It should be noted that diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). The device has been received. Evaluation is not yet complete. A follow-up report will be submitted upon completion of device evaluation.